Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening at valve. Leak test and microscopic analysis were performed which identified a cracked opening, partial delamination (<75% separation), white particles, and crease flat. Based on the device analysis the final assessment was a cracked valve seat diaphragm valve, and partial delamination of the valve due to adhesive failure.

Event description:
Healthcare provider reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side deflation. Device has been explanted.